Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, removal difficulties were encountered. After the physician rotablated a non tortuous lad with a 11.5 mm and 2 mm burr, the taxus express2 8.8% 3.5 mm x 28 mm drug eluting stent crossed the lesion. The balloon was inflated to 14 atms, successfully deploying the stent after deflating the balloon and applying negative pressure, the balloon would not retract back. The balloon was stuck on the stent. After waiting on negative pressure for 15 minutes, the guide was advanced forward to retract the balloon and remove the whole system. The taxus stent remained intact in the artery. The status of the pt is listed as "stable." No other pt injuries or complications were reported.